Event description:
It was reported that a homecare pt experienced inflation problems with two, size 4 frn, fenestrated low pressure cuffed tracheostomy tubes. The first device had been in use approximately thirty days, and the second device was in use approximately fourteen days when the inflation problems were detected. It was also reported that the devices were tested prior to insertion with no problems detected. There was one pt involved with no reported pt injury. One of the two, size 4 fen devices was returned to the MFR on 08/25/1998 for decontamination, analysis and investigation.